Event description:
During clinical use a nurse saw smoke coming from the power cord. The nurse reportedly reached around the pump to unplug it and rec'd a shock. The pump was removed from svc and a new pump installed. No pt or operator injury occurred and no medical intervention required.